Event description:
It was reported that pump displayed malfunction code 24 and was not resettable, with no notable events occurring before the issue and no indication that the customer¿s blood glucose level was adversely impacted. Customer planned to use multiple daily injections as backup insulin therapy and there was no reported impact to the customer¿s blood glucose level. Technical support confirmed pump was in warranty, arranged shipment of replacement pump with updated software, provided instructions for placing malfunctioning pump in storage mode and returning it within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.